Event description:
Philips received a complaint on the v60 ventilator indicating that the breath rate was shooting up and was inaccurate. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. The remote service engineer (rse) advised the customer of the latest version of the service manual and the section for s/t performance testing settings. The customer was advised to reset the v60 device to the manufacturers¿ defaults and utilize the advised settings to test. The customer biomed reported to the rse that the changes to the test setup using the recommended settings resolved the problem.